Manufacturer narrative:
The reported device was returned for product investigation. Visual inspection revealed no abnormalities, defects, or faults. During functional testing, a syringe was used to inflate the tracheostomy tube cuff. The cuff fully inflated without issue. The entire device was submerged in water; no bubbles (suggesting a leak) were found escaping the device. The returned tracheostomy tube was confirmed to operate as intended. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A registered respiratory therapist reported on behalf of the product user that the listed tracheostomy tube was in use for a couple hours when the device began leaking at the cuff. The patient's mother was managing the tracheostomy tube when the cuff issues were observed. The reporter indicated that there were no adverse health effects in result of the reported event.